Manufacturer narrative:
(B)(4) the device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Bsx provided the following information: system extraction today. Patient had a valve replacement some time ago and at that time an ultrasound was performed and a growth was noted on the rv lead. System extracted because md did not want whatever the growth was to interfere with the new valve. The pg and leads were sent to pathology and will not be returned for analysis.